Event description:
Parents claim monitor did not alarm at the time when there was a prolonged loose lead indication as detailed in the printout of the memory download. As a result the pt allegedly went for some period of time without monitoring as expected and then had an event that limited oxygen intake. The pt is reported to have suffered brain damage.

Manufacturer narrative:
This monitor was named in a pt lawsuit that cas learned of on august 25, 2006. The actual monitor never returned to cas. It was only realized this week that the 30 day initial reporting deadline was in effect from the point in which cas was made aware of the incident, even if it was in the form of a suit being served. In an effort to manage the lawsuit the MDR reporting task was forgotten.